Event description:
It was reported that, "the surgeon noticed the cracked stem on the x-rays."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.